Event description:
It was reported that the system 9800 lost images on both monitors, the footswitch was inoperative and the main power switch would not turn power off.

Manufacturer narrative:
A ge service rep performed on an site investigation. The malfunction was verified. The circuit boards and major interconnects were all reseated. The connector of the footswitch was found to have pins retracted. The pins were reseated. Also found main power switch defective. Replaced power switch pins. All problems resolved. The system was tested and found to be working as intended and placed back into service.